Manufacturer narrative:
During returned device evaluation, a reportable malfunction was discovered.complaint confirmed. The driver distal tip is twisted and broken. Approximately a 0.04" section of the distal tip is missing. It was stated that a torque indicating device was not used. A torque indicating device is recommended to prevent over torqueing the driver.

Event description:
It was reported that the ar-9545-t15-02 is twisted. Additional information 6/30/2021. It was reported during a reverse arthroplasty, using universal glenoid system, the white baseplate impactors had the blue plastic piece cracked that holds the baseplate on snugly, we were able to use the device to complete the case. The 3 different t-15 handles all were twisted during insertion of the central and peripheral locking screws. No harm was done to the patient and there were no delays as extras instruments were available. During returned device evaluation, a reportable malfunction was discovered.